Manufacturer narrative:
The evaluation found the forceps cover adhesive at the distal end of the scope was found peeled off due to stress or impact to a hard surface. Additionally, the scope failed the leak test due to a leak from the instrument channel leak; no fluid invasion. The ultrasonic image has one broken element. There is a cut on switch number one. The control knob has play/loose. The scope was repaired to asset specifications and returned to asset stock. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The asset evis exera ii ultrasound gastro-videoscope was returned to the service center. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the forceps cover adhesive at the distal end of the scope was found peeled off due to stress or impact to a hard surface. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections. The (B)(4) performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the (B)(4) and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the (B)(4) for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. The potential cause of the ¿adhesive on the distal end is peeled¿ cab due to external force was applied to the distal end due to handling. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The (B)(4) will continue to monitor complaints for this device.